Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker migrated/shifted shortly after implant, which caused the associated right ventricular (rv) lead to dislodge. This pacemaker was successfully repositioned and properly secured. No additional adverse patient effects were reported.